Event description:
It was reported that a beta bionics ilet user's husband made a meal announcement when blood glucose (bg) was 67 mg/dl causing the user's bg to drop to a nadir of 48 mg/dl. The reported event was corrected with glucose tablets. The user and husband were educated on meal announcements at a more stable range. The user reported seeing spots and dizziness as a result of the low bg. There was no further intervention required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.